Event description:
The customer's father reported via phone call that the customer received a motor error alarm during a basal delivery. Customer's blood glucose was 84 mg/dl at the time of incident. The customer's father could not recall any significant events leading to the alarm. Customer's father also stated they were able to complete the rewind sequence on the insulin pump. The father also reported the customer experienced two high blood glucose events. Customer's blood glucose reached 450 mg/dl in one incident and 468 mg/dl in another incident. The father was able to treat the customer's blood glucose with a site change and bolus correction respectively. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.